Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported the device was not working at all. It is reported the device was not in use for this event. No patient involvement or injury was indicated.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The additional investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: device history record reviewed for 1-7085 manufactured on 09/02/1998 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. This device was last serviced on 12/12/2012. A two year look for this reported failure for this product ID shows that 4 complaints were received including this case. No new design or manufacturing trends have been identified. Conclusion: in summary we are unable to duplicate the end users reason for return as the hand piece functioned properly. Please be advised that the power supply was not forwarded over for inspection. General maintenance is required as this device was manufactured in 1998 and last serviced in 2012.